Event description:
It was reported that the system 8800 shut off during initialization. A pt was under anesthesia at the time and the system required reinitialization. The procedure was completed with no further incident. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that there were unseated pins in the lemo connector, the pins were reseated and made secure. The system was tested and found to be working as intended and placed back into svc.